Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented autofeed humidification chamber had a crack at the connection between the chamber dome and water feedset tubing. This was noticed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented autofeed humidification chamber had a crack at the connection between the chamber dome and water feedset tubing. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chamber is not expected to be returned to fph for inspection. We are currently in the process of obtaining further information from the healthcare facility. We will provide a follow-up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint mr290hfv was not returned to fph for investigation. Our analysis is accordingly based on the event description and information provided by the heatlhcare. The information provided by the healthcare facility did not give any indication what had caused the crack at the connection between the chamber dome and water feedset tubing. Without the complaint device, we are unable to determine the root cause of the reported fault. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. This suggests the damage occurred developed post production. The user instructions that accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."